Event description:
While implanting an olecranon plate in the patient to treat a elbow fracture, a 2.7mm hexalobe screw was inserted in the plate and bone. While inserting, the tip of the driver broke off in the screw head. There was a 20 minute delay as a result of this driver issue.

Manufacturer narrative:
Additional MDR associated with this event: 3025141-2021-00131: driver.